Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the connection between the snare and active cord was loose. It was noted that the snare failed to transmit current and was unable to cut the target polyp. The procedure was completed with a different device after cold polypectomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.